Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal sts plus was deployed and hemostasis was achieved. One day later, the patient was ambulated and discharged home. Two days later, the patient returned to the hospital with bleeding and a hematoma at the puncture site. Manual compression was applied to achieve hemostasis. Four days later, the patient was discharged.